Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the device was in use with home care pt for infusion of piperacillin and tazobactam. According to reporter the infusion set bag spike was inserted incorrectly by user so that the bag spike poked all the way through the medication bag: this allowed for air to enter the infusion set. After 1.75 hrs of elapsed infusion the home care pt's caregiver contacted the user facility to report the pt was short of breath and the infusion set had air in it. The home care pt was brought to vancouver general hosp. According to reporter, exam of the pt showed a small pulmonary embolism. Pt was discharged on the same day with no additional treatment prescribed (treating physician determined the embolism would resolve without intervention). No permanent adverse effects reported.